Manufacturer narrative:
The complaint of a partial break in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed two partial tears in the catheter tubing. The location of the partial tear sites are located between the 32 and 34 cm depth markers. Both sites are nearly perpendicular to the axis of the tubing. The break site exhibits rounded edges. The tubing surrounding the partial break site is slightly compressed. The catheter may have been placed in an area where torquing and kinking in susceptible. These characteristics of rounded edges and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) of rewe0871 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed on (B)(6) 2012, the placement went smoothly. On (B)(6) 2012, when the nurse did regular maintenance, she found subcutaneous edema 2 cm above the insertion site. Then she moved out of the catheter slowly and found there was a leakage in the catheter.